Manufacturer narrative:
(B)(4).

Event description:
In surgery, surgeon complained the reamers was not enough sharp to work .(B)(4). Patient consequence? :no. Action taken for procedure:completed with other reamers.